Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. An integrated circuit chip, nvram (B)(4) was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received a report that on (B)(6) 2016 an ultraview compact monitor went blank then rebooted and cycled during patient use. No injury was reported as a result of this event.